Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this repair. The software was updated to version 04.02.00. The unit was tested and error analysis was performed, maintenance performed per the service protocol. Reference: RMA (B)(4).

Event description:
On (B)(6) 2012 at the (B)(6) in (B)(6) it was reported that the arterial measurement on the bmu-40 serial number(sn):(B)(4) was not functioning. The incident occurred during setup/priming.